Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn mark on the c-cover was component failure. The cause of the foreign objects identified in the air/water cylinder, air/water tube, and auxiliary water jet tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device evaluation, the service technician identified a burn on the c-cover, and presence of foreign objects in the air/water cylinder, in the air/water tube, and in the auxiliary jet tube. There was no patient involvement.